Event description:
It was reported four tuftex otw catheters had balloon rupture during declot - dialysis access procedure (2 by each surgeon) for end stage renal disease during first pass. No injury occurred to patient. Catheters were discarded and new embolectomy catheter was used. This is report 4 of 4 related to the fourth catheter used in the event. Report 1220948-2023-00116, 1220948-2023-00117, 1220948-2023-00118 were submitted for the first, second, and third devices involved in this event.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, we could not conclusively determine the root cause of the reported incidents. Due to the nature of the product, balloon ruptures are an expected risk when using this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. The lot was originally reported as xot1112 but additional communication indicated it was lot xot1153. Both lot history records for the devices were reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to these lot numbers. This is report 4 of 4 related to the fourth catheter used in the event. Report 1220948-2023-00116, 1220948-2023-00117, 1220948-2023-00118 were submitted for the first, second, and third devices involved in this event.